Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that during a case, the system's monitor shut down unexpectedly. It was also reported that the computer was sounding like it was still on. After rebooting the system a couple times and re-seating the connections to the back of the monitor the site was able to get it to power back on. There was no impact on patient outcome and the issue caused a 5 minute delay. It was also noted that after the case was over, troubleshooting was done. Technical services (ts) walked the representative (rep) on site through a battery depletion test, the system had started 100% charged battery but then slowly dropped to 75% after five minutes unplugged. The ts then had the rep reseat the cables again to ensure good connection, it was noted that the system had been on for about 15 minutes before it was found that the monitor was saying 'no signal detected'. The rep then touched the screen and the video communication came back on. It was noted that later in the case, when the rep went to move the monitor, it appeared to turn off but the blue power light on t he system remained on. (B)(6) 2023 e1 (rep): additional information was received, it was reported that the system was plugged into a functional outlet when the issue occurred. It was noted that it was plugged into a four prong outlet and three of the other outlets were occupied.

Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #: (B)(4). No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. B01, c19, d14 are applicable. H2) correction: additional code img code g02027 corrected to g02008. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.